Manufacturer narrative:
The instrument logs provided by the customer were reviewed for the samples tested. This review did not identify conclusive information to indicate an instrument or sample integrity issue occurred for the falsely elevated results. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a falsely elevated architect ca 19-9xr result of 98.29 u/ml was generated for a patient sample that retested at 15.35 u/ml. The patient is a (B)(6) year old female with history of cancer. It is unknown whether the patient was diagnosed with pancreatic cancer. No adverse impact to patient management was reported.